Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the endoscope flipped. An isi technical support engineer (tse) reviewed system logs and indicate an error 23003 with endoscope serial number (B)(6). The tse advised the customer that the endoscope may need to be returned via advanced exchange. The issue was resolved after replacing the endoscope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. There was no further issue after changing the endoscope. The customer was asked to monitor endoscope serial number# (B)(6). No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.